Event description:
Olympus became aware of an online article, titled "olympus endoscope lawsuit filed over ercp infection, sepsis linked to contaminated scope", summarizing a lawsuit filed by the family of a patient alleging that the patient acquired a vancomycin-resistant enterococcus (vre) infection following an endoscopic retrograde cholangiopancreatography (ercp) procedure in which a duodenoscope was used. The lawsuit claims the patient developed the infection due to contamination of the reusable duodenoscope, resulting in sepsis and ultimately death. According to the article the patient underwent an ercp procedure and four days later, the patient presented for paracentesis, and blood cultures revealed gram-positive cocci. Several days after, an infectious disease specialist noted the patient experienced significant weight loss, persistent leukocytosis, and worsening hyperbilirubinemia. The article alleges the patient had no evidence of vre on extensive bloodwork before the ercp and that he acquired the infection from the duodenoscope during the procedure. Despite treatment efforts, the infection could not be eradicated. The patient died later that month allegedly from organ failure and septic shock caused by vre introduced during the ercp procedure.